Manufacturer narrative:
(B)(6). The device was received for evaluation. During functional testing, reported problem" failed downstream occlusion test" was not reproduced. A review of event history log revealed multiple events of "downstream occlusion!", however downstream occlusion test failures cannot be determined through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Evaluation sent device to flow testing for downstream occlusion testing and it passed. Device is functioning as intended. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion test. There was no patient involvement. No additional information is available.